Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the procedure, the left ventricular (lv) lead exhibited high pacing thresholds and the lead reportedly could not pace in multiple sites. The lead was removed and a his bundle lead was implanted in its place. No patient complications have been reported as a result of this event.